Event description:
Complainant alleged that during biomed testing the device displays "defib fault 78" when attempting to charge 200 joules. Complainant indicated that there was no patient involvement in the reported malfunction.